Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent graft allegedly failed to deploy in the iliac. Reportedly, another vascular stent graft delivery system was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the evaluation of the returned sample, the reported impossibility to deploy the stent graft was confirmed. The stent graft was found partially deployed upon sample receipt and the outer sheath of the delivery system was found elongated, which indicates that increased friction forces were encountered during the attempt to deploy the stent graft. As a result of the investigation performed the complaint was confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the current labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy."

Event description:
It was reported that the vascular stent graft allegedly failed to deploy in the iliac. Reportedly, another vascular stent graft delivery system was used to complete the procedure. There was no reported patient injury.